Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The system controller was exchanged and returned for an unknown reason.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number (B)(6)) could not be correlated to the reported events under (B)(4) . Based on a review of the patient's history and the information provided, the exchange and return of controller (B)(6) will be investigated and covered under MFR #: 2916596-2024-05935. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.